Event description:
Upon initiation of treatment, pt care technician noted air entering arterial system and on inspection noted that the needle was improperly connected. Approximately 3 minutes after treatment was initiated, pt complained of shortness of breath and became cyanotic. No air was visualized in the venous line but air bubbles were noted in the venous chamber. Pt lost consciousness of approximately 5 minutes. After regaining consciousness, pt was transferred to huntsville hosp.